Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. It was further described as "leak in the connection between the white cap of a semi-annual set and its pipe". This was noticed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6, and h10. B5: upon follow-up, clarification was received that the "white cap" was the twist sleeve. The transfer set was changed to resolve the issue. H10: the device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.